Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported.

Event description:
The clinician reported that two weeks after the dental implant was placed, neither primary stability nor osseointegration had been achieved. Patient presented with type iii bone. A bone graft was not performed. The implant will be forwarded to the manufacturer for investigation. There were no reported patient injuries or post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two weeks after the dental implant was placed, neither primary stability nor osseointegration had been achieved. Patient presented with type iii bone. A bone graft was not performed. The implant will be forwarded to the manufacturer for investigation. There were no reported patient injuries or post-operative complications.